Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device, when used on a patient, had displayed a white screen and had locked up during initial power on. They attempted to remove and reinsert the batteries; however, it did not resolve the issue. The customer advised that a back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control field service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device, when used on a patient, had displayed a white screen and had locked up during initial power on. They attempted to remove and reinsert the batteries; however, it did not resolve the issue. The customer advised that a back up device was available and was used to continue patient care. There were no reports of adverse effects to the patient as a result of the reported event.